Event description:
During a novasure endometrial ablation, the physician had difficulty seating 2 disposable novasure devices. The uterus was reported to be 'very anteverted". The procedure was abandoned and a perforation was seen on post hysteroscopy. The patient was admitted to the hospital and during a laparoscopy the perforation was found to be "at least 1 cm in size" and located in the mid-posterior uterus. Three sutures were placed at the site of the perforation and the patient was discharged home on (B)(6)2010. The patient called the physician on (B)(6)2010 to report she is still having pain and bleeding. An ultrasound was done and found to be negative. The patient has been "referred out" for pain management. A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device). It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial numbers of the disposable devices were not provided by the complainant. D11: serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. According to the instructions for use (IFU) precautions: patients with a severely anteverted uterus are at greater risk for uterine wall perforation during any intrauterine manipulation. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. If the disposable devices are received for investigation, a supplemental medwatch will be filed. (B)(4).